Event description:
It was reported that during maintenance testing with a stimulator, the device failed to deliver a shock. There was no patient involvement.

Manufacturer narrative:
The device was received by the manufacturer on march 8th, and the root cause investigation remains open. No conclusion can be made at this time. A follow-up report will be submitted.